Manufacturer narrative:
Date received by manufacturer: lot number and device manufacturer date were identified on aug 14, 2018. Evaluation codes and additional narratives/data were identified upon completion of the device evaluation which was completed jan 8, 2019. Complaint sample was evaluated and the reported event was confirmed. The 90 degree contra angle screwdriver (part# 24-1189, lot# 557550) was visually evaluated. The driver appeared to be in good overall condition, with some slight discoloration on the handle and knob. There was also a contra angle t1 blade, x-dr (part# sp-2379, lot# unk) stuck inside the collet. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to connection issues due to the supplier using blades, and not the min/max gage, to design the collet resulting in the collet failing the max gage inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(4). Concomitant medical product: biomet microfixation traumaone system contra angle cross-drive blade, catalog #: sp-2379, lot #: ni. Therapy date: (B)(6) 2018. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw driver was stuck during a rib plating procedure. Another driver was available to complete the procedure. No adverse events have been reported as a result of the malfunction.